Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number:3006705815-2020-00655. It was reported the patient experienced ineffective therapy. X-ray imaging revealed the leads had migrated. As a result, surgical intervention may be undertaken at a later date.